Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set leaked during use. The following information was provided by the initial reporter: "it was also noted that the IV set was leaking onto the pcu/pump at the time of the incident".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-10-12. H6: investigation summary one 2420-0004 sample was received without packaging and the lot number is unknown. Residual fluid was present in the drip chamber; furthermore the product was received cut just below the smartsite component. Further information provided by the customer indicates that the leakage was identified at the end of the infusion and not during initial priming of the infusion set. Leakage testing involved occluding the end of the infusion line and flushing fluid through the product; leakage was observed at the back check valve (bcv) from between the white and the clear housing, confirming the customer's experience. A closer inspection identified some damage to the back check valve. The details of this feedback were forwarded to the manufacturing site as well as to the supplier of the bcv for investigation. They performed a review of the manufacturing process; no obvious manufacturing contributors were observed during the investigation, and a definitive root cause could not be determined. In this instance the customer confirmed that the leakage was observed at the end of infusion and therefore it is unlikely to have been caused by a manufacturing defect. The quality team at the manufacturing site has been informed of this report in order to be aware of the reported feedback during future production of this product. A review of the customer feedback database indicates that this is an isolated occurrence with no further reports of this nature against the 2420-0004 product over the past 12 months.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set leaked during use. The following information was provided by the initial reporter: "it was also noted that the IV set was leaking onto the pcu/pump at the time of the incident."